Manufacturer narrative:
Report source: (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient that was implanted with an implantable neurostimulators (ins). It was reported that electrical stimulation increased or changed during recharging. Recharging affected the ins output, the patient felt irregular stimulation when recharging. It was also reported that the patient felt irregular sensation, felt stimulation changing. No further complications were reported.